Event description:
Complaint rec'd reporting leakage incident involving one (1) mc100 microclave clear connector. The incident detailed the ".. Mc100 connector was on a uac line in the nicu. During night-shift nurse noticed blood on the sheets. It is undetermined what they had connected to the microclave. Bd 3 ml syringe, bd 10 ml heparin syringe, or possibly a blunt, needle, or cannula." The device(s) were removed and replaced with no further problems encountered. There were no reported adverse pt consequences. Mfgers. Analysis and investigation. One (1) used mc100; one (1) 10ml bd syringe and one (1) 3ml bd syringe were returned for analysis and investigation. Visual and dimensional analysis of the returned microclave device confirmed various component damages as well as the presence of residual foreign substances. There were no dimensional non-conformances or general issues found on the returned syringe.

Manufacturer narrative:
Mfgers. Analysis: the engineering analysis report documents that based on the damaged condition of the returned mc100 componentry "stick-down" and leakage conditions would occur. Previous investigation have shown that use of mating devices where the ID male luer size is larger than the upper specification requirement of .110", can cause damages or "tearing" to the microclave plug component. The microclave directions for use (dfu) states "do not use caps or needles" and that the clave/microclave connectors are compatible with iso male luers having an internal diameter between .062" - .110". Conclusion: the reported leakage problem was replicated. Based on the engineering analysis report the cause of the leakage was due to component damages occurring during use with incompatible mating/access devices.